Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had an air/water leakages. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the objective lens was peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a pinhole on the universal cord. Upon further inspection, it was observed that the adhesive of the objective lens was peeling due to chemical or physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the venting connector of the light guide connector was loose due to physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the video connector case had a crack due to a handling problem. Lastly, a scratch was observed on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.